Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a system overheat alarm and was replaced it with another cardiosave. There was no damage to the patient's health.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (b)(6 hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: initial reported name (B)(6). Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:e1 initial reporter; g1 contact person ¿ mfg site. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to confirm the reported malfunction. The (fse) reported and replaced the scroll compressor (d119-00-0236) and temperature sensor probe (d206-00-0734). The unit was underwent inspection and was cleared with no problems identified. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received the following parts associated with this complaint: part number 0119-00-0236 compressor, scroll serial number (B)(6). Part number 0206-00-0734 temp sensor serial number n/a. These parts were received with a reported unit failure of a system overheat alarm. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part number 0119-00-0236 compressor, scroll serial number (B)(6) and part number 0206-00-0734 temp sensor serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. After four hours of runtime, the fat dept. Could not replicate the complaint of over heat alarm. The compressor passed testing. The iabp hours on this cardiosave was 5,253 hours. The preventive maintenance schedule recommends replacing the compressor at 5000 hour intervals. Probable cause could be running the compressor above the 5000 hour recommendation for replacement. Retaining the compressor in the fat dept per procedure number 0002-07-d008 rev.au.